Event description:
Information was received that pump was not infusing correct amount of medication; device was programmed correctly. The "total volume delivered" on the pump did not equate the amount that should have been subtracted from the volume in the syringe. As result , the patient did not receive necessary sedation dose.